Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a sudden return of urinary frequency as well as being unable to feel stimulation. The device was additionally not helping with symptoms. Therapy was off at the time of the report. The patient had reportedly been informed some time after implant that her implantable neurostimulator (ins) was getting low but she never went back to her healthcare provider. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information received as patient had a gradual return of symptoms. Patient had return of symptoms worse than what they had prior to implant. Patient was having accidents, leaking and also return of frequency and urgency. Patient stated that they did not feel stimulation at all. Pt states she has had no falls or trauma

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.